Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced a wet connector section during set-up/ inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and due to corrections required. Updated fields: d8, h2, h3, h4, h6, h11. A2: dob null, a2: age units (patient), a4: weight units (patient), a5: ethnicity, a6: race, b6: relevant test/laboratory data and b7: other relevant history, b5 and h6: health effect: impact code. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were found during the device evaluation: dust and fibrillar foreign material in the video connector socket, deterioration of the scope connector detection part, light amount measurement failure a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.